Event description:
It was reported that patients lead had high impedance and had migrated resulting in less pain relief. The patient was also experiencing difficulty in charging the ipg. Database confirmed the patients experience of increased charge burden and possible lack of effective pain relief. The patient underwent a revision procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately over the last few months. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7078991; product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 567152.

Event description:
It was reported that patients lead had high impedance and had migrated resulting in less pain relief. The patient was also experiencing difficulty in charging the ipg. Database confirmed the patients experience of increased charge burden and possible lack of effective pain relief. The patient underwent a revision procedure. Additional information was received that the patient underwent a revision procedure wherein the leads and ipg were replaced. The patient was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.